Event description:
It was reported that patient was seen to have high impedance. X-rays were taken as a result. The device was disabled. During an preliminary review of the x-ray images; an obvious fracture was visualized no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the device is available for return, however has not been received by the manufacturer to-date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
It was reported that the patient underwent a lead revision. During the revision old lead came off by itself (not unexpected with a fractured lead). It was noted that the physician cut the other end with a scalpel as it was caught in the fibrosis. It was noted that a new lead could not be implanted due the fibrosis. No additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the suspect product was received by the manufacturer. The device underwent product analysis testing in which a lead fracture was verified. No other relevant information has been received to date.